Event description:
It was reported that during device replacement procedure, high out of range, high voltage lead impedance was observed on the right ventricular lead. Patient was asymptomatic. The lead was connected to the new ICD and had similar measurements. Programming changes were made. During the induction test, hv output issue was observed. External hv therapy was delivered to successfully convert the patient¿s rhythm. The patient left the procedure in good condition. Subsequently the right ventricular lead was explanted and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
External insulation abrasion breaching rv cables lumen was noted at 42.3-42.6cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of hv output anomaly.